Event description:
It was reported on (B)(6) 2025 a 27mm navitor vision valve was selected for implant using a large flexnav delivery system. The patient's annulus was measured with a perimeter of 72.3mm. The patient's aortic valve angle was 44 degrees. Pre-dilation was performed with a 20mm non-abbott balloon. During the procedure the valve was re-sheathed once. The implant depth at 80% and upon release was 4-5mm from the non-coronary cusp (ncc). When the valve was released from the delivery cable, the valve migrated to the ascending aorta. The valve was snared and pulled to the ascending aorta. A 25mm navitor vision valve was implanted with the upper part implanted inside the index valve. The patient did not present with any clinical signs or symptoms. The patient status was stable. The user believed the first valve was not anchored properly with sufficient calcium.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of valve migration, improper or incorrect procedure or method were reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. It was also noted that the valve slipped/migrated toward the ascending aorta. The valve was snared upwards, and another 25 mm navitor valve was implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported migration could not be conclusively determined. It is possible that patient and procedural conditions, such as "little calcium" and implant depth, contributed to the reported event; however, this cannot be confirmed. The reported improper or incorrect procedure or method was due to snaring the valve post-implant. The reported surgical intervention was result of case-specific circumstances as valve-in-valve procedure was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note the per the instruction for use (IFU), ¿post-implantation precautions: once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage.¿ since the IFU deviation was performed to prevent an adverse patient effect and there is no indication that the deviation caused any patient harm.

Event description:
It was reported on (B)(6) 2025 a 27mm navitor vision valve was selected for implant using a large flexnav delivery system. The patient's annulus was measured with a perimeter of 72.3mm. The patient's aortic valve angle was 44 degrees. Pre-dilation was performed with a 20mm non-abbott balloon. During the procedure the valve was re-sheathed once. The implant depth at 80% and upon release was 4-5mm from the non-coronary cusp (ncc). When the valve was released from the delivery cable, the valve migrated to the ascending aorta. The valve was snared and pulled to the ascending aorta. A 25mm navitor vision valve was implanted with the upper part implanted inside the index valve. The patient did not present with any clinical signs or symptoms. The patient status was stable. The user believed the first valve was not anchored properly with sufficient calcium.